Event description:
As reported by the customer, "after I loaded the patient into the chamber and unlocked the stretcher, I attempted to adjust its position. While moving the stretcher, my hand grazed over the hinge of the handle, resulting in a laceration to the right hand pinky finger."

Manufacturer narrative:
This stretcher is no longer manufactured or serviced by sechrist. This reported is based soley on ther information provided by the customer, additional information has been requested but not received at this time. There is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe use of the device. Therefore, no corrective or preventive actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no.: (B)(4).